Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in respect to the reported symptom, which was reproduced. The messages were found to be caused by pulled threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message prior to therapy. It was also reported there was no patient injury.